Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject: (B)(6). Re-opened legacy complaint. Original ae received for osteolysis. Clinical database email alert received indicating revision due to osteolysis. Doi: (B)(6) 2000; doe: (B)(6) 2017; dor: (B)(6) 2018; (left hip). Please note, acetabular liner and cup are of competitor product.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.